Manufacturer narrative:
Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received no motor movement or negligible movement. Retries to free a stuck motor failed. Customer was able to clear the alarm but unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.